Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device had missing components while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device had missing components while it was being serviced at the user facility. There were no adverse consequences related to this event.